Event description:
It was reported that a patient underwent a sling procedure in 2005. The patient had urinary incontinence with intermittent elevated urine residuals and no evidence of obstruction. The patient was treated with anticholinergics. In 2007, a procedure was performed to release the suburethral sling. The patient continues to experience urinary leakage.

Manufacturer narrative:
Date sent to the FDA: 12/28/2007. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.